Event description:
It was reported during the procedure after deployment of the subject stent at the treatment site, the delivery wire became stuck in the subject stent. They physician carefully tugged on the delivery wire and was able to remove the delivery wire with no complications. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the only part of the device which was returned for analysis was the stent delivery wire (sdw). The sdw was kinked/bent near the distal bumper and also near the proximal bumper. The stent was not returned for analysis, and neither was the introducer sheath. The microcatheter was not returned for analysis. Functional inspection was not performed as only the sdw was returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of the sdw stuck in stent was undeterminable to confirm as the stent was not returned for analysis. The stent delivery wire (sdw), which was the only part of the device returned, did not meet specifications when received for complaint investigation based on visual inspection. There was very little additional information received from the customer. It was reported that the ¿delivery wire feels gritty and gets stuck when they try and pull it out after the stent is delivered. After some tugging, the wire came away from the stent¿. The stent was not returned as it had been successfully deployed inside the patient. The introducer sheath was also not returned for analysis. The sdw was the only part of the stent system that was returned for analysis. The sdw was kinked/bent at both the distal and proximal bumpers. It is unclear why the sdw became stuck in the stent. Although the patients anatomy was not reported to be tortuous, one possibility is that the stent was deployed in a tortuous location and, during retraction of the sdw, it got stuck in the stent struts and was only able to be removed after several attempts at pulling it. The as reported event of the sdw stuck in stent will be assigned undeterminable as the stent was deployed in the patient and was not available for analysis. The analyzed damage of the sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported during the procedure after deployment of the subject stent at the treatment site, the delivery wire became stuck in the subject stent. They physician carefully tugged on the delivery wire and was able to remove the delivery wire with no complications. The procedure was completed successfully with no clinical consequences to the patient.